Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the the programmer lost telemetry and generated an error message indicating "test programming not confirmed / noisy telemetry with device to retry: reposition programming head press and hold test" whenever attempting to perform interrogation follow up with the specific implantable device. It was noted that the programmer was unable to initiate threshold testing, sensing testing, and impedance test. It was also noted that whenever saving the portable document format (pdf) file, it was downloading very slowly. However, two recent errors were found in the logs. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer lost telemetry and generated an error message indicating "test programming not confirmed / noisy telemetry with device to retry: reposition programming head press and hold test" whenever attempting to perform interrogation follow up with the specific implantable device. It was noted that the programmer was unable to initiate threshold testing, sensing testing, and impedance test. It was also noted that whenever saving the portable document format (pdf) file, it was downloading very slowly. There was no patient involvement.